Event description:
The customer alleged that the 840 ventillator stopped cycling while in use on a patient. They reported that the patient was unharmed by the event. The customer biomedical engineer inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.